Manufacturer narrative:
Date of report: 06may2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a "check vent battery failed" alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm .a philips service engineer (se) was unable to replicate the issue however did confirm the occurrence within the event log. The se replaced the battery to resolve the issue.